Manufacturer narrative:
A ge oec service representative investigated the issue and applied insulating foam to the cavity inside the image intensifier. The system was tested, found to be operating as intended, and released to the customer for use. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9900 fluoroscopy system displayed communication failure error message.